Manufacturer narrative:
Section a3: patient gender was requested but not provided. Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (serial number (B)(6)) was unable to be confirmed through this analysis. The reported event was unable to be reproduced during product testing. The mpu was returned to the pleasanton service depot for functional testing. The reported issue was not confirmed. Mpu was able to power on as intended. The patient cable was replaced due to a small kink. The mpu performed without any issues and passed all required tests. The mpu would be returned to the customer ready for use. The replaced mpu patient cable was forwarded to product performance engineering (ppe) for further analysis. At ppe, visual analysis of the returned mpu patient cable confirmed the small kink in the jacket. The cable was plugged into a working test unit and connected to a mock loop. The mpu was able to power the system controller, and no alarms were produced when the cable was manipulated throughout its length; the cable functioned as intended. The jacket was stripped where the kink was noted, and no damage to the underlying wires was observed. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental finding: small kink on mpu patient cable the relevant sections of the device history records for mobile power unit (serial number (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was showing yellow wrench alarm when connected. The patient was switched to batteries.